Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system did not power up. During the troubleshooting, the fse determined that the problem was with the hospital's main power, which caused an issue with the battery cabinet's pdu. To solve the reported issue, the fse reset three breakers in the ups's power distribution unit. After functional checks, the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to boot up successfully due to a power outage caused by an issue with the hospital's main power, which produced a problem with the breakers in the ups's power distribution unit. Once the breakers were reset, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.